Event description:
It was reported that upon interrogation, the left ventricular lead exhibited a loss of capture. A chest x-ray revealed that the lead had dislodged. The lead was repositioned. The patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).